Event description:
Greenfield vena cava filter imploded automatically prior to proper placement. Interventional radiologist x 2 required to come in and attempt to remove. 120 minutes added to surgery/anesthesia time to critically ill patient. Removal of device caused severe femoral injury.====================== manufacturer response for vena cava filter, titanium greenfield vena cava filter======================they have been in contact with the clinical staff